Event description:
Allegedly the patient is experiencing mom complications (right). Additional information received 01/20/2017: received revision op report dated 6/15/2015. This claim changes from a non-revision to a revision.